Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 20 cm and 27 cm distal to the is-1 connector pin. Three lead fragments were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular 27 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region a fracture of the outer coil was observed and the inner insulation was found damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. This finding confirmed the suspected subclavian crush mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a subclavian crush causing loss of capture and diaphragmatic stimulation. Should additional information be received, this file will be updated.